Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the left head center arm assembly was broken and the left head siderail bracket was bent. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left head center arm assembly and siderail bracket to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating left head center arm is broken and the siderail will not latch. The bed was located at the account in engineering. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).